Event description:
Information was received indicating that upon opening, a smiths medical cadd administration set was very loose causing leakage. It was reported that the infusion was life sustaining. No patient consequences were reported. No adverse effects were reported.